Event description:
Same case as 1527460-2009-00092. The complainant reported an under delivery when the pump was used to deliver water. The 240 ml was hung at a feeding rate of 300 ml per hour. The actual amount delivered was 180 ml.

Manufacturer narrative:
(B) (4). (B) (4)